Event description:
It was reported that during a sigmoidectomy abdominal procedure, the device did not work. Unknown how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
Articulation gear teeth. Evaluation summary: the analysis showed that the 6tb45 device was received in good visual condition and with a reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the cartridge lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing strike is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more info. The returned device was tested for functionality with a test reloaded on the 3 articulated positions; when fired to the right the staple formation was conforming, however, when fired in the left and centered position the staples were malformed due to the damage articulation mechanism. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found broken. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, the appropriate engineering personnel have been notified of this incident. An investigation has been initiated to determine the cause of this issue. A batch record review was performed and no anomalies were found during the manufacturing process.